Event description:
Patient with heartware left ventricular assist device (ivad) was admitted due to recurrent symptomatic anemia/melena in the setting of inr 2.1 and hemoglobin 5.3 on coumadin (no aspirin therapy). Five units of blood were transfused over the course of the hospitalization. Endoscopic evaluation included a egd push enteroscopy which failed to identify the bleeding source. A heparin to coumadin bridge was completed prior to discharge.